Manufacturer narrative:
Concomitant medical products: evolut pro-26-us valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and position check failure. The right ventricular (rv) lead exhibited undersensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.